Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is a veterinary product. Device is similar to a device marketed for human use our investigation has shown that a part of the jig pin holder broke off. The present standard tplo jig was analyzed for conformance for print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspections records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances. The exact cause of this occurrence is undetermined as no detailed clinical information is provided. The breakage is possibly indicative of short time overloading during usage. Placeholder.

Event description:
The device broke during usage. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).